Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced pain, infection, neuropathy, abscess, scarring, intestinal blockage, partial bowel removal and underwent a removal and replacement surgery. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/18/2019. Additional narrative: it was reported the patient underwent mesh removal on (B)(6) 2015. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.